Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on down arrow button. It was also received with a scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the down arrow button was not responding properly as they had to press it multiple times to get a response. It was confirmed that the time on the screen was advancing. Customer's blood glucose value was 17 mmol/l. The insulin pump was replaced and returned for analysis.